Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that occurred during the procedure. A few hours post procedure the patient was experiencing double vision and was diagnosed with a cerebral vascular accident. The patient has since been discharged to a rehabilitation facility.